Manufacturer narrative:
Investigation results: the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient had severe swelling and pain at the pocket site. Possible for infection. The patient was admitted to the hospital. The physician tried to drain the pocket sight, but puss came out. The physician believed that the infection was device related. The patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. The explanted device was disposed of by the facility.

Event description:
It was reported that the patient had severe swelling and pain at the pocket site. Possible for infection. The patient was admitted to the hospital. The physician tried to drain the pocket sight, but puss came out. The physician believed that the infection was device related. The patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. The explanted device was disposed of by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last week from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7075414, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7074909, UDI: (B)(4). Product family: scs-clik x anchor: upn: m365sc43180, model: sc-4318, lot: 28051432, UDI: (B)(4).